Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two failed suture needles, labeled as (B)(4), were submitted for fractographic evaluation. The components were identified as product code 8526h. It was requested that assess the fracture mode of the failures. A blunt tip was observed on samples a and b. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was to be used. After the package was opened, the needle had been broken at the tip prior to use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did a piece of the broken needle fall inside the patient? The issue was found before use for the patient. The following information was requested, but unavailable: please provide the lot number. No further information is available. Events reported in 2210968-2021-11972.